Event description:
Customer complaint reported as: physician was not able to advance the guidewire and ultimately the guidewire popped out of the guidewire tube and looped. Physican opened a second device and was successful. No patient harm reported. Patient condition reported as fine. Therapy was reported to be delayed.

Manufacturer narrative:
Qn# (B)(4). The customer returned one radial arterial (ra) catheterization device with the spring wire guide (swg) partially inserted into the needle cannula for evaluation. Signs of use in the form of dried blood were observed on the catheterization device. Visual inspection revealed the body of the swg contained a large bend. No damage was observed to the needle or the catheter. The swg was able to be removed from the needle cannula but was unraveled in the process due to the biological material holding it in place. This will not affect the outcome of the complaint investigation. The swg with handle was removed from the catheterization device to measure it. The total length of the swg core wire measured 5.125", which is within the specification limits of 5.03125"-5.21875" mm per swg product drawing. The outer diameter of the swg measured 0.433 mm, which is within the specification limits of 0.432-0.457 mm per swg product drawing. The inner diameter of the distal tip of the needle cannula measured 0.020", which is within the specification limits of 0.0190"-0.0205" per the cannula product drawing. The outer diameter of the needle cannula measured 0.02825", which is within specifications of 0.0280-0.0285" per needle cannula product drawing. Initially the guide wire was unable to advance or retract in the needle cannula. This is likely due to the dried biological material within the needle cannula. After the swg was removed, a lab inventory wire was used to remove the biological material from the needle cannula. Afterwards no blockages were found. The instructions for use (IFU) provided with the kit informs the user, "if resistance is encountered while advancing spring-wire guide do not force feed". The IFU also states, "do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage". The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire had one large bend in the center of its body. The sample passed all relevant dimensional and functional testing. Based on the customer description and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer complaint reported as: physician was not able to advance the guidewire and ultimately the guidewire popped out of the guidewire tube and looped. Physician opened a second device and was successful. No patient harm reported. Patient condition reported as fine. Therapy was reported to be delayed.